Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Manual sound "try it" test was performed and passed. A global receiver functional test was performed, and it passed all the relevant testing. The receiver case was opened for an interior inspection, and passed. A global receiver communication tool software test was performed, and it passed sound tests. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed because there is an indication of an audio output.. A root cause could not be determined.